Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 6 atm upon inflation. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers/y-body. During functional evaluation, an in-house presto inflation device was used to inflate the balloon. A pinhole rupture was noted to the proximal end of the balloon under microscopic evaluation. No other functional testing was performed. Therefore, the investigation is confirmed for the reported pinhole balloon rupture as a pinhole rupture was noted to the proximal end of the balloon under microscopic evaluation. A definitive root cause for the alleged pinhole balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 09/2025), e1, g3, h6 (method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 6 atm upon inflation. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2025).